Event description:
It was reported that this previously capped lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped lead remains capped.